Event description:
It was reported that the pt's implantable neurostimulator (ins) had impedance readings that were >4000 ohms. The pt did not experience any paresthesia despite reaching 10v during testing. It was reported that the lead was changed.

Manufacturer narrative:
The lead was returned for analysis. Analysis results were not available at the time of this report. A f/u report will be sent when the analysis is completed.